Event description:
Reportedly, a high impedance (>3000 ohms) and pacing failure were observed at the ventricular level during a follow-up, a ventricular lead fracture was suspected. A second follow-up did not confirm the observations, but abnormal lead impedance was again observed during a third follow-up. A re-intervention occurred and the ventricular lead was tested after disconnection without showing anomaly, however, the complete system was removed. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analyzed. Conclusions: the origin of the event is more like a lead issue or a lead-pacemaker connection issue. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed: damages of the intended screwdriver slot at the atrial and ventricular levels (holes); the setscrews were found unscrewed; these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at implant, i.e. Whether there is a link between these damages and the reported event. Review of follow up data confirmed the reported behavior: noisy episodes were recorded and important ruptures in the egm basic line were observed; an intermittent high impedance (>3000 ohms) of the v lead was observed. Because of these findings, it is likely that the electrical continuity was not ensured between the ventricular lead pin and the pacemaker components; consequently, sensing (over) and pacing failure could have been observed at the ventricular level. The origin of this defect could be: a lead failure, fracture, dislodgement, bad connection of the lead, connector failure or loosen setscrews.